Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation found there was no battery in the device when returned. A new battery was put in the device. It was determined that the keypad was intermittently not working. The keypad was replaced and the device tested to expectations. The reported issue could not be replicated; however, keyboard issues could lead to an alarm issue. A definitive root cause for the reported event could not be determined. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, when the device was plugged in it would automatically start alarming. It is unknown if there was patient involvement. No additional information is available.